Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant and protective sheath were returned for analysis. There was blood noted on the undamaged protective sheath, which is consistent with handling. There was no damage noted to the dislodged stent implant. Dimensional analysis found the inner diameter of the sheath and the stent implant outer diameters met manufacturing criteria. Return of the stent delivery system (sds) may have assisted in determining of a cause of the reported stent dislodgment. Stent dislodgement can be influenced by many factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for stent retention issues reported for this lot. There are no indications of a lot specific product quality deficiency. A conclusive cause of the stent dislodgement cannot be determined.

Event description:
It was reported that during xience v device preparation, when the stylet was removed from the stent delivery system, the stent came off the balloon. The device was not used and there was no patient involvement. There was no clinically significant delay in intended procedure or treatment. Though requested, no additional information was provided.